Event description:
It was reported that an ilet user experienced low blood glucose (bg), with the ilet reading 54 mg/dl and a confirmatory fingerstick of 61 mg/dl. The event was associated with user practices of giving carbohydrates when glucose was around 106 mg/dl and snacks before bed, followed by subsequent elevated bg and a drop. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with overtreating hypoglycemia rather than a device issue, and no device component was implicated. Education on appropriate hypoglycemia treatment was provided, including treatment with oral glucose and calibration guidance. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.